Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. The power-on reset occurred during hv therapy delivery, consistent with an output anomaly. The device was tested on the bench and using automated test equipment and no anomaly was observed. The cause of the output anomaly could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital with a patient notifier after losing consciousness. It was suspected that the patient lost consciousness due to a vt/vf episode and the device went into reset while charging to deliver a shock. Although the device did not register a shock, the vt/vf was reverted to sinus. The device was interrogated and was found to be in power on reset mode with no defibrillation support. The device was explanted and replaced.